Event description:
A 50-197-21 thread lock mandibular reconstructive plate was implanted in a pt in 2003. The distribitor representative was contacted in 2004 with information that the plate had broken. The dr informed the representative that the pt had returned to his office with a complaint that pt felt that the plate had broken. X-rays revealed that the plate has broken. The pt is scheduled for a procedure in march.